Event description:
A hospital reported via our distributor that staff smelled a burning smell when using a viasys breathing circuit with an mr850 respiratory humidifier. It was reported that there was no alarm at the time of the burning smell. The user also reported that they inspected the viasys breathing circuit for signs of where the burning smell was coming from, and found evidence of a short circuit on the breathing circuit heater wire and on the 900mr800 heater wire adaptor. No pt consequence was reported.

Manufacturer narrative:
The devices were not returned to the MFR. We are attempting to gain more info about the event. We are also trying to gain more info about the type of viasys breathing circuit involved, and its power rating. We will provide a f/u once further info is obtained.